Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 30-nov-2017. Device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: a review of the black box showed a power on reset on the date of the complaint. The pump was run for 24 hours with no reboots or power losses. The pump was opened to find no damage to the power circuit, and no moisture.